Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported that the adc device "did not stick" upon application. As a result, the customer received juice, sugar, and/or food as treatment by a non-healthcare provider. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6), along with the applicator and cap have been returned and investigated. Visual inspection was performed and no issues were observed. The applicator had fired correctly, and the sensor cap was retained inside applicator cap. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported that the adc device "did not stick" upon application. As a result, the customer received juice, sugar, and/or food as treatment by a non-healthcare provider. No further information was provided. There was no report of death or permanent injury associated with this event.